Manufacturer narrative:
Monitor sn (B)(4) was returned to zoll manufacturing corporation for evaluation. The reported problem (code 204, code 107) has been confirmed. Upon investigation the monitor was intermittently able to communicate with an electrode belt. The monitor's electrode belt receptacle connector j1001 was pulled from the computer/analog (c/a) pca. The cause of the service codes was the damaged connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing service code 204 (belt/monitor unusable) and code 107 (multiple abnormal shutdowns).